Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp had left the patient line clamp closed during priming. The technical service representative (tsr) explained to the hp that the homechoice guide requires that the patient line clamps be open while priming. The tsr had the hp disconnect, cycle the power on the hc device to clear the alarm, and remove the cassette. The hp was to complete therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime due to the patient line clamp being closed during priming was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.